Event description:
Boston scientific received information that this pacemaker was part of system revision due to infection. The explanted device was attached to a temporary lead, kept outside the patient's body, and used in temporary pacing while waiting for the infection to clear. Subsequently, the temporary pacing system was removed and a new system was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.